Event description:
Customer reported a radiologist at a remote location is getting kicked out of isite client when scrolling thru a pet exam, which caused a delay in timely pt care. Investigation is in progress.